Event description:
One patient experienced an allergic reaction around the needle puncture site during first use of the rtm4221 device. The skin was noted to be reddish with skin scraping lesions and itching around the site. The patient was given corticoid therapy (route and dose unknown) for relief. An allergy workup was performed on this patient and the allergist noted the patient had allergies to chrome and cobalt. The allergist has requested that the patient be removed from all products containing metallic material. As a result, the patient's access device has been switched to a catheter. It was reported that the patient has fully recovered.